Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive and the numbers were scrolling. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further info reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act and up button on keypad trace. No numbers kept scrolling noted. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.